Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, a myocardial infarction occurred. A 2.50x16mm taxus express2 stent was implanted and four years and five months later, the patient experienced inflammation and a myocardial infarction requiring a non bsc stent to be implanted adjacent to the taxus express2 stent. Two months later, the patient had an MRI scan for a pituitary tumor and experienced tingling in her chest. The MRI was scheduled to be completed the following day. Additional information was requested but is not available.

Manufacturer narrative:
The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted in within the dfu.